Event description:
It was reported during testing at the MFR the pneumatic hose of the maestro drill was covered with non-sterile oil. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Upon visual inspection it was confirmed that the pneumatic hose of the device was covered with oil.